Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts on the first and fourth distal strut row lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A guidezilla ii catheter guide was advanced to the circumflex (cx) artery, where in-stent restenosis had occurred. The in-stent restenosis was noted to be related to a non bsc stent. A 3.00 x 20 synergy stent was advanced to the target lesion, but it was unable to be placed. As the synergy was brought backwards, resistance was felt, and the guidezilla ii kinked. The devices were removed in the normal way. After the synergy stent was removed and outside the patient, the stent struts appeared to be standing away, and the guidezilla ii appeared to be kinked. The procedure was completed with another of the same guidezilla ii and another of the same synergy stent successfully. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A guidezilla ii catheter guide was advanced to the circumflex (cx) artery, where in-stent restenosis had occurred. The in-stent restenosis was noted to be related to a non bsc stent. A 3.00 x 20 synergy stent was advanced to the target lesion, but it was unable to be placed. As the synergy was brought backwards, resistance was felt, and the guidezilla ii kinked. The devices were removed in the normal way. After the synergy stent was removed and outside the patient, the stent struts appeared to be standing away, and the guidezilla ii appeared to be kinked. The procedure was completed with another of the same guidezilla ii and another of the same synergy stent successfully. No patient complications were reported in relation to this event.